Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, e.1, h.6.

Event description:
Healthcare professional later reported "approximately baker grade iii."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed broken in plug strap side assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: capsular contracture baker grade IV.